Event description:
Approx one and a half months post placement the pt pulled the feeding tube partially out of the stoma site. Feeding leaked into the peritoneal cavity resulting in an infection. Surgical retrieval of the device followed and another device was placed. There were no pt complications involved.